Manufacturer narrative:
Information contained on this report was previously submitted through psr on 23/apr/13. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of skin hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was skin hypersensitivity. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Physician reported right side ¿hot/cold sensitivity.¿ healthcare professional reported rippling due to the patent being a reconstruction patient and having thin skin. Device has been explanted.